Manufacturer narrative:
(B)(4).

Event description:
Abbott was notified that the patient had expired due to unknown causes. More information has been requested but not yet received. Related manufacturer report number: 2017865-2017-01876.